Manufacturer narrative:
Tracking number: (B)(4). Initial report sent to the FDA on: 08/13/2015

Event description:
Procedure: lower anterior resection. According to the reporter: after closing the reload over tissue, the device was fired. The reload was deformed and could be not straighten out any more. The reload had to be removed with a larger abdominal incision. The surgery time was extended more than 30 minutes. The pushed out lever injured the abdominal wall of patient and there was a bleeding more than 250cc, but could be stopped. The procedure was continued and finished with an one-way stapler and two more reloads. There was no tissue loss or damage. No device fragments fell into cavity. No reinforcement material was used. The patient was fine after the procedure.

Manufacturer narrative:
Reference number (B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one endo gia* 60mm articulating medium/thick reload, one endo gia adapter standard, and one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was the reload was difficult to straighten and instrument had a sharp edge during a low anterior resection procedure. Visual inspection noted that the reload was engaged with the adapter and a trocar was also attached. The eeprom was uploaded and indicated 9 autoclave cycles for both the handle and the adapter. Visual inspection of the cartridge noted that the reload sled was at clamping position. The reload was articulated left of neutral position. The knife bar was herniated from the side of the reload with the jaws unclamped. The reload was unloaded and it was observed that the articulation flag was bent. It could not be reliably determined if this damage occurred by the user or during reload removal. The reload was dismantled. The h-limiters were present within the device. Due to the condition of the reload, functional testing could not be performed for the reload. The handle quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery was not returned, a pmv representative one was utilized for all functional testing. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv endo gia* 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. After the device was loaded the reload was attempted to be articulated to each side. The reload was able to fully articulate right but could not be articulated to the left at all. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv endo gia* 60mm articulating medium/thick reload was then cycled without hesitation or binding. The reload loaded, unloaded, rotated, and opened/closed properly and without difficulty. The adapter was disassembled and a broken weld was noted on the articulation housing that couple the articulation link with the transmission. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the herniated knife bar and broken adapter weld. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the herniated knife bar condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. A secondary condition not related to the reported condition was noted. It could not be reliably determined if the broken adapter weld occurred before or after the reload knife bar was herniated. However, engineering identified that over-articulated over-indicated firings in an articulated left scenario will allow the articulation rod of the reload to ride along the firing rod, thus contributing to additional force on the articulation system.